Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative on 2020-jul-24 regarding a patient receiving fentanyl (5.0mg/ml at 1.5020mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020, the patient came for a pump refill. The refill was performed with 12ml of medication withdrawn from the reservoir. The alarm date was (B)(6) 2020. No surgical intervention occurred or was planned related to the event. No patient symptoms were reported and the patient's status at the time of report was alive no injury. No further complications were reported or anticipated. Additional information was received. It was indicated at the refill the hcp should have withdrawn approximately 1 to 1.5 ml. The patient was substituted with 100 mcg transdermal fentanyl. Additional information was received. No troubleshooting to determine the cause of the discrepancy in volume was performed. The pump would not be explanted as the patient did not want to undergo surgery. A tablet session report from an interrogation on (B)(6) 2020, was provided. The report indicated motor stall had occurred on (B)(6) 2020 at 09:18, the stopped pump duration may exceed "tube set" event occurred on (B)(6) 2020 at 09:18, the low reservoir alarm occurred on (B)(6) 2020 at 12:40, and the empty reservoir alarm occurred on (B)(6) 2020 at 04:46. The report indicated the pump was currently in a state of motor stall.